Event description:
It was reported to gems that while a customer was scanned on the extremity knee coil, in the body coil mode, a hole was burned through the inner receiver plate of the coil. The scan was stopped when the patient pressed the panic alert when pt saw smoke coming from the coil. The pt was not injured. It is stated in the user manual: caution: this coil is a transmit-and-receive coil. Ensure the proper coil is selected before scanning the pt. In particular, do not scan this coil with the body coil selected. Making a coil selection that does not match the actual coil used may result in severe damage to the coil and possible pt warming.